Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0n8r3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. She was going every 15-30 minutes to the bathroom. She started in program 4 and now in 1. The event had occurred the last couple of days. The patient had turned down to 0.-0 and off all together as the stimulation was too uncomfortable and will wait to talk with hcp(healthcare provider). The patient had an appointment set up. It was noted program at 0.7volts. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.